Event description:
It was reported that a death occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The device appeared to be placed distal to the ostium. The patient was discharged. Follow-up visits were within normal limits. Approximately 1-year post implant, on (B)(6) 2021, the patient presented with symptoms of shortness of breath and chest pain. A pericardial effusion leading to tamponade occurred. A pericardiocentesis was performed and the patient stabilized. The patient became unstable again later that day and died on (B)(6) 2021. Per findings from the computed tomography (CT) scan, the documented cause of the death was erosion on the back wall of the appendage from the watchman device.